Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Review of the system log file showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The part analysis of defective flexvision pc was performed and it confirmed ¿dimms¿ failure. To resolve the reported issue, the fse replaced the flexvision pc and downloaded the board software. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.